Event description:
It was reported that during a pulsed field ablation procedure after the first application, a significant vagal response with prolonged asystole was observed. Pacing was started in the right ventricle (rv) for the remainder of the procedure. Twice during the procedure when an application was delivered, the pacing output stopped.  The stimulator and pacing channel still showed that pacing was selected but there was no output. The next step was to come off pacing, deselect all pacing channels and reselect the appropriate channel and come back which resolved the issue. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.